Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was listed as diabetic issues during a set change. The caller stated that the customer had many medical issues such as a kidney transplant, high blood sugar, and small vessel disease that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected less than 48 hours prior to passing. The customer was using sensors. The caller stated that they thought that the customer was having diabetic issues and gave them a shot as the customer was sweating. The caller will not return the insulin pump for analysis.